Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that they experienced a low blood glucose of 40 mg/dl at the time of the incident. The customer treated with food. The customer alleged the insulin pump was over delivering because they had a blood glucose of 582 mg/dl, took insulin with the insulin pump, and their blood glucose dropped to 80 mg/dl without taking the bolus for the carbohydrates. The customer stated that they think it has something to do with the retainer ring, but did not report any damage or issue to the insulin pump's reservoir retainer ring. Troubleshooting was completed and it was found the insulin pump had been exposed to x-rays. The displacement test was performed and passed. The customer also reported a high blood glucose of 600 mg/dl. The insulin pump and reservoir will be returned for analysis.